Event description:
The patient experienced a loss of therapeutic effect following a fall. Her stimulation changed from the top of her head to the bottom of her skull after falling down stairs. The company representative confirmed that her device was reprogrammed and the issue was resolved.

Manufacturer narrative:
(B)(4)